Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the issue occurred during performing coronary procedure. The procedure was delayed (less than 20 minutes), and it was completed by restarting the system. It was reported to philips that the system took an extended time to boot up. Upon troubleshooting, the philips remote service engineer (rse) checked the system remotely and the customer reported that the system took a long time to perform the power-up sequence, although the on/off buttons of the review module sometimes failed. The philips remote service engineer (rse) analyzed the system remotely and recommended replacing the entire review module. The rse requested onsite support. The philips field service engineer (fse) visited onsite and found review module on/off button was defective. To resolve the issue, the fse replaced review module, installed missing key on table console and firewall. After replacement, the system returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude a potential for serious injury and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. According to the additional information obtained, the procedure remained unaffected, allowing the customer to successfully complete it as planned after a restart with less than 20 minutes of delay. The procedure was finalized with a minimum delay on the same system; is not likely to cause or contribute to death or serious injury should it recur. Therefore, based on this investigation results, philips concludes that this complaint is not reportable. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system took an extended time to boot up. The device was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.